Manufacturer narrative:
Sections with additional information as of 16-sep-2020: h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 16-sep-2020: h10: most likely underlying root cause corrected from "mlc-62: user had poor technique" to "mlc-78: user hematocrit low."

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-62: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 10-jul-2020 to ensure that the customer's condition improved - able to establish contact with customer's wife and stated the customer's condition had improved. Customer was no longer sleepy, he was drinking less water but still had frequent urination. Wife called customer's primary doctor on (B)(6) 2020 and doctor told her he could not prescribe insulin without seeing the customer. Wife called 911 and customer was taken to the ER. Customer was admitted with a blood glucose test result of 500 mg/dl and diagnosed with hyperglycemia. Customer was given 6 units of insulin. Customer remained at the hospital for 3 hours and then was discharged with a blood glucose test result of 348 mg/dl and was prescribed glucophage. Customer performed a blood test with the truemetrix air meter 20 minutes before the call and had obtained a result of 362 mg/dl non-fasting. Note: manufacturer contacted customer in a follow-up call on 15-jul-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated no longer reported having frequent urination but felt sluggish. On (B)(6) 2020, customer had a routine doctors appointment and was given 3 medications for diabetes: glipizide, metformin, and farxiga. Customer also went to his chemotherapy treatment on (B)(6) 2020. Wife called the primary doctor and reached the on-call doctor on (B)(6) 2020 due to the customer's blood glucose dropping. Wife stated that she gave him desert to raise it and the on-call doctor recommend customer take 1/2 of the glipizide tablet. Customer tested that day using the truemetrix air meter and obtained a result of 231 mg/dl before lunch fasting. Note: manufacturer contacted customer in a follow-up call on 16-jul-2020 to ensure that the customer's condition improved - able to establish contact with customer and stated condition had improved and he no longer had diabetic symptoms. No further medical intervention was reported. Customer tested that day with the truemetrix meter and had obtained a result of 170 mg/dl am fasting.

Event description:
Consumer called for assistance with performing blood test. Wife is calling on behalf of the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2021 and open vial date is (B)(6) 2020. Customer had performed blood test using the truemetrix air meter and had obtained e-0, e-2 and 533 mg/dl fasting. After troubleshooting the customer is satisfied the product is working as intended and declines a replacement. At the time of the call the customer reported excessive thirst, frequent urination and was feeling sleepy. Wife stated she would contact customer's doctor or 911.